Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent unexpected resets occurred. Customer's blood glucose level ranged from 166 to 302 mg/dl. The customer delivered a correction bolus. Reportedly, the customer has an alternate pump available as alternate insulin therapy.